Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. There was no impact to the customer's blood glucose level. Reportedly, the pump battery gauge was noted to be at 35% battery life for about an hour. The customer also reported that the battery gauge was "inconsistencies with battery charging going from 90% to 75% and then up to 100 % percent." The customer tried multiple cables. It was indicated that the customer would use manual injections as alternate insulin therapy.